Manufacturer narrative:
Inspected one opened and used reservoir. Inspected reservoir using a new lab infusion set. Reservoir passed per inspection. No snap-cap connection anomaly was observed during analysis. Reservoir connect and release properly. No leakage found.

Event description:
Customer called reporting an issue with a reservoir. He stated that at first, his blood glucose level was normal. He then went to change his reservoir because it was running low. On the new set, customer primed it with the plunger and the insulin pump. When he noticed that his blood glucose level was not going down, customer discovered a leak in the reservoir. During trouble shooting, customer found no insulin or fluid in the battery or reservoir compartment. He could not find any cracks or splits in the barrel. All components were present. Customer could not find the source of the leak. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.